Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process while it was intended for use in a transarterial chemoembolization (tace) treatment. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was partially exposed but remained mounted on the unit delivery shaft. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined specification. The measurement was obtained using a calibrated ruler. Dimensional analysis of the slit length of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. The functional inflation/deflation analysis could not be completed due to loss of balloon pressure observed during the attempted inflation/deflation test. An attempt to perform a simulated deployment test evaluation could not be completed due to the condition of the balloon, which impeded sealant deployment and balloon retraction. A high-magnification microscopic evaluation was performed to assess the balloon. During this analysis, the presence of a longitudinal tear in the balloon was observed. Verification of compatibility with the sheath per the device instructions for use (IFU) could not be completed, as the csi was not returned for this evaluation. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device due to the longitudinal tear noted on the balloon. Additionally, a condition was noted to the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the tear found on the balloon and the observed condition of the exposed sealant could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as the use of excessive force), access site vessel characteristics (which were not provided), and/or concomitant device factors (although the procedural sheath was not returned for analysis) most likely contributed to the reported event since excessive force with the device, a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Additionally, procedural/handling factors with the device likely contributed to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred during the procedure or due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process while it was intended for use in a transarterial chemoembolization (tace) treatment. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.